Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: customer reports excessive pump alarms. These alarms have interrupted therapy and have caused delays in patient care. They continue to express their frustration. Additional education/troubleshooting support has been offered and the data remains about the same/increased from previous week. Per recurring conference calls with account every tuesday, these issues are occurring during use. The customer indicates air is seen in the line. No injury reported.